Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30 degree endoscope was analyzed and the reported complaint was confirmed and replicated. The endoscope was placed through a friction test using a screening aide to manually rotate the adapter to detect friction. The camera instrument adapter did not rotate properly and noises were heard during testing and confirmed as binding. Additionally, the endoscope was visually inspected and found with minor cut(s) to the cable insulation. The endoscope was also found with cosmetic damage. The cable-integrated connector housing exhibited discoloration.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the 30 degree endoscope moved 90 degrees after it was installed. The intuitive surgical inc. (Isi) technical support engineer (tse) explained that the issue could be due to guide tool change (gtc) function. Later that day, the customer called back and confirmed that the endoscope rotation did not work properly. After the customer removed the endoscope and rotated it manually, the endoscope rotation was harder than normal. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the image was not inverted. The endoscope rotation stopped midway. There was no patient injury.